Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to noise oversensing. An untreated episode was also observed the month before. It was noted that post shock electrograms (egms) are clean, and the health care professional (hcp) was unable to reproduce the noise. Technical services was contacted for further review and recommendations. No adverse patient effects were reported. This s-ICD system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.